Event description:
Boston scientific received information that the date of inappropriate shock delivery (episode#001) was (B)(6)2016. The device's sense vector was reprogrammed to alternate. The device and electrode remain in-service.

Manufacturer narrative:
The available information suggests that this device and electrode remain in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in early (B)(6) 2017 that this device and electrode exhibited low amplitude r-waves associated with double counting and delivery of an inappropriate shock (B)(6) 2016. The exact date of the inappropriate shock was not reported. According to the clinical report information, the patient was hospitalized and patient medication was adjusted. An exercise test was performed to capture s-ICD electrograms. An echocardiogram was also obtained. The device was reprogrammed and the issue was reported as resolved on (B)(6) 2016.